Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and was not able to find or reproduce an active leak. The fse performed troubleshooting for radio-frequency (rf) errors and stated there was no 300 volts present, inconsistent latron and the unit was inoperable. The fse replaced the differential power supply board that restored power, and the flow cell cable that improved the latron rf consistency and eliminated the rf voltage errors. Failure mode for the reported leak is unknown as the fse was unable to find or reproduce an active leak. Failure mode for the rf voltage errors was attributed to premature failure on the rf preamp and the differential power supply boards. (B)(4).

Event description:
The customer contacted beckman coulter (bec) stating that there was a leak of blood under the blood sampling valve (bsv) of the coulter lh 780 hematology analyzer. The volume of the leak was less than 1ml and was not contained within the instrument. The customer indicated that the analyzer generated radio-frequency (rf) voltage errors. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat, eyeglasses and gloves. No one was splashed, sprayed or injured. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.